Event description:
The customer stated after installing a new ict module on the architect c8000 analyzer, there have been occurrences of high chloride results. A result of 126 mmol/l was reported but the actual value was 103 mmol/l. Chloride results >120 mmol/l are automatically repeated and there was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) refer to results of investigation below. Multiple parts replaced to resolve issue. An evaluation was performed by reviewing the complaint text, instrument logs, instrument service history, and other customer complaints for similar issues. A review of complaints from (B)(4) 2010 through (B)(4) 2010 did not identify an adverse trend related to the customer's issue. Erratic result rates are below the internal rate documented at launch for the architect analyzer. Based upon the available information, a definitive cause for the customer's issue could not be identified, however service replaced several parts on their instrument, including the ict module, syringes, valves and tubing, mixer tip, dryer tip, and r1 and r2 tubing and resolved the issue. Troubleshooting and diagnostics in the architect system operations manual lists several probable causes and corrective actions for erratic ict results, including samples, the ict module, syringes, check valves and tubing, reagent probes, cuvette washer and various hardware failures. Based on the data available and the results of the evaluation, no product deficiency was identified.